Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The lot code required to determine date of MFR was not known. The investigation could not verify or identify any evidence of prod error/contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the prod or add'l info that changes this conclusion be rec'd, the investigation will be reopened.